Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker procedure. Reportedly, at the first step of deployment, the lever was fully opened, however, something did not feel right. Therefore, the lever was re-closed and the device was removed. Upon removal it was noted that the foot remained partially open. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 27f and the leadless pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the prostyle device was used to close a puncture exceeding 24f. The electronic prostyle instructions for use states: the perclose prostyle smcr system is indicated for access sites in the common femoral artery using 5f to 21f sheath and for access sites in the common femoral vein using 5f to 24f sheaths. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to open and close the foot, include, but not limited to challenging anatomical conditions, foot position and tissue or suture caught in foot. The reported difficulties encountered likely led to the irregular feel during foot deployment. It is unknown if the IFU deviation contributed to the reported difficulties based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use.